Event description:
Senseonics was made aware of an incident where user reported a high glucose event and provided the following example sets: (B)(6) 2026 around 9:00 am et (sg 80 mg/dl, bg 243 mg/dl) and 7:00 am, no date provided (sg 157 mg/dl, bg 241 mg/dl). Following a dms review, it was confirmed that at (B)(6) 2026, 9:00 am et, the sg was 101 mg/dl with no bg entered, and for the 7:00 am example, no corresponding values were identified in dms, preventing further review. Per dms findings, the user did not receive a high glucose alert because the sg values did not exceed the alert threshold. The user did not seek medical treatment and resolved the event by administering rapid-acting insulin. The user's healthcare provider (hcp) was not aware of the event, and the user was advised to follow up with the hcp for additional medical guidance. Per dms records, the user is currently using the system with up-to-date information.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
A review of the data management system (dms) revealed that the user did not receive a high glucose alert at the time of event because the sg did not exceed the use-set alert threshold. The user didn't seek medical treatment and resolved the event by injecting rapid acting insulin. User's hcp was not aware of the event. The user was advised to get in touch with their hc for medical guidance. An associated case (MFR#: 3009862700-2026-00246) was created to address the sensor's inaccuracies inclusive of the event and under this case an RMA was issued for the sensor. The sensor was returned and a review of in-vivo sensor glucose data showed variable glucose data. It demonstrated optical instability in all four channels around the time frame of the reported complaint, which most likely contributed to the sg/bg discrepancies observed. However, this instability could not be reproduced during in-house testing, and this may occur in some instances where a failure mode present in the body is not replicated in the lab. The root cause for the observed optical instability could not be determined but may potentially be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance